Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter thoracic aortic aneurysm. It was reported that after the index procedure, the physician was notified that the patient had suffered a possible cranial bleed. The cause of the event is unknown. No additional clinical sequelae were reported, and the patient will be monitored.